Event description:
End user alleges while operating the motorized wheelchair, she lost control of the unit, struck a wall and was allegedly hospitalized overnight with a broken ankle.

Manufacturer narrative:
The motorized wheelchair's controller has been sent to the manufacturer for evaluation. Hoveround will submit a subsequent medical device report upon receipt of the manufacturer's evaluation.